Event description:
Procedure: unspecified gynecological. Reportedly, during use the insulation on the electrode melted into the cervix. The melted piece of insulation then had to be "dug out" by the surgeon. The generator was set on 30-40 watts coag and 30 watts cut. There are no further reports of any pt injury due to this and there is no current pt status available.